Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 38 mg/dl at 2:59 p.m., 222 mg/dl at 3:04 p.m., 202 mg/dl at 3:05 p.m., and 216 mg/dl at 3:06 p.m. On the contour next link 2.4 meter. The customer did not experience any symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 0bpeb06a for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.